Manufacturer narrative:
Date of event: estimated. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. The reported patient effects of dyspnea and recurrent mitral regurgitation (mr) as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the available information, the reported single leaflet device attachment (slda) appears to have been a result of procedural conditions. The reported patient effects of dyspnea and recurrent mr appear to have been cascading events of the reported slda. The reported hospitalization and additional therapy/non-surgical treatment were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported that the initial mitraclip procedure was performed on (B)(6) 2020 to treat mixed mitral regurgitation (mr). Imaging was challenging and it was hard to fully assess the leaflet insertion. One clip was implanted, reducing mr from 4 to 1-2. On an unspecified date, the patient experienced dyspnea. Echocardiogram confirmed the clip had detached from the anterior leaflet and remained attached to the posterior leaflet, (single leaflet device attachment/slda) and mr increased to 4. A second procedure was performed on (B)(6) 2021. Two clips were implanted, reducing mr to 3. No additional information was provided.